Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available

Manufacturer narrative:
(B)(4). The customer?s reported condition of a colleague infusion pump with failure code 199:117:307 was confirmed via the event history log. The cause of the reported condition was determined to be depleted main batteries. The main batteries were replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 199:117:307; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.